Manufacturer narrative:
The presence of the s antigen was confirmed on retention and returned product. No patient sample was available for further investigation. The product is performing according to specifications.

Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-screen (3), lot r558, on the echo instruments.